Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks to a patient. Review of the episode noted t-wave oversensing as well as changes in the patient's amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.